Manufacturer narrative:
Technician replaced head down solenoid valve to resolve. There was no patient impact.

Event description:
Technician alleged he had a bed with a head section that drifted down.